Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead was capped and replaced on (B)(6) 2018 due to fracture. No further information available.

Event description:
New information received notes lead fracture was observed in clinic. Decreased in r waves and an increased in capture threshold was noted prior to lead revision. The patient was asymptomatic before, during and after the procedure.

Event description:
New information received notes that no capture and an increasing impedance was noted prior to the lead revision.